Event description:
Per the sales rep, the pt received the first injection of orthovisc and 9 hours later the pt began to experience swelling I the lips, hives, swollen face, sore throat, itching and welts. Pt was treated with prednisone and symptoms resolved.